Manufacturer narrative:
The customer's weight information has been updated. The information has been included with this report. (B)(4).

Event description:
The customer's weight information has been changed from value (B)(6) to declined to provide.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump buttons were harder to pressed or non responsive. The customer¿s blood glucose level was over 400 mg/dl. The customer was treated with insulin pump. Insulin pump had unexplained no delivery alarms, rewind more than once per reservoir change and rejected batteries. The insulin pump will not be returned for analysis.